Event description:
It was reported that the orange tab on the introducer sheath broke off.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of sheath detaching from peel tabs is confirmed but the exact cause could not be determined. Three 5 fr dl powerpicc catheter kits were returned for investigation. The kits were returned fully sealed. Each kit label showed lot: redy1664. The kits were opened in order to inspect the microez microintroducer component. The microintroducers were removed from the kits. The tabs were observed to be intact with no apparent material damage. The samples appeared to be lot samples and did not match the sample which experienced the alleged event. Even pressure was applied to the tabs in order to peel the handles and sheath. Each set of tabs exhibited a clean break and grey sheath split. The tabs remained attached to their respective sheath portions. The lot samples did not exhibit the similar issues as the reported event. One photo sample of a peel-apart microez microintroducer sheath was also provided for evaluation. A product label sticker was present with lot: redy1664. The grey sheath was observed to be fully peeled. The orange peel tabs were separated from the peeled sheath. The points of contact between the sheath and the handles is not visible from the photo provided. Based on the description of the reported event, possible contributing factors include material damage and peel technique. Since the sheath was observed to be detached from the tabs in the photo sample, the complaint is confirmed; however, the exact cause could not be determined. A lot history review (lhr) of redy1664 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy1664 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the orange tab on the introducer sheath broke off.